Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously elevated sodium (na), potassium (k), chloride (cl), carbon dioxide (co2) and/or calcium (calc) results were generated by unicel dxc 600i synchron access clinical system for three patient samples. The erroneous results were not reported out of the laboratory. Repeat testing on the same instrument and by an alternate method, blood gas analyzer, produced lower results and the repeat results were reported. The customer provided patient results on two samples only. There was no effect to patient treatment.

Manufacturer narrative:
No sample information was supplied. The system modification per remedial action was performed on this instrument in (B)(4) 2011. The customer stated that qc prior to and after the event was within the established ranges. The customer did not provide the qc data. Service replaced the carbon bridge, decontaminated the flowcell and verified the instrument performance.